Manufacturer narrative:
Cmp-(B)(4). Implant date - unknown date in (B)(6) 2001. Concomitant medical products: 00784802300, modular neck g 12/14 neck taper, 61645131; 00630505840, liner standard 3.5 mm offset 40 mm, 61644615; unknown, unknown stem, unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02029.

Event description:
It was reported that the patient's right hip was revised approximately 17 years post-implantation due to metallosis and corrosion. Head was removed and corrosion was noted in the head and on the trunnion of the neck. The neck, head, and liner were revised. The stem was secure, well fixed and was left alone. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified dark debris with and a thread like pattern on the taper of the femoral head. Similarly, dark debris and a thread like pattern corresponding to the femoral head was observed on the conical taper of the neck. Xray review indicated a small hyperdense foci inferior to the femoral neck that could represent the evidence of metallosis were noted. No signs of loosening, wear or radiolucency were observed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.